Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 140mg/dl. System check was performed and the pump performed as intended. No damage was noted to the cannula or to the cartridge. The customer changed their infusion set and received another occlusion alarm during bolus delivery. The customer changed their cartridge and was able to successfully deliver the remaining bolus.